Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 1997 - the patient underwent a implant of a "marlex bolster" (alleged bard/davol mesh) during a cobb-radge urethral suspension with suprapubic tube, vaginoplasty and anterior/posterior repair procedure. (B)(6) 2009 - the patient was implanted with a non-bard/davol tvt tape during a paravaginal sui repair, cystoscopy, rectocele repair, and transobturator tape placement procedure. Previously placed mesh was not noted. (B)(6) 2010: office visit - patient noticed some itching and burning around the outside of the introitus. Appears to be a candidiasis. 01/25/2012: office visit - patient presents with abdominal pain, right side and getting worse. Patient has had weight gain and blood in stool for three weeks narrowing stool diameter.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient attorney did not allege a specific device failure. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.